Manufacturer narrative:
This product has been returned and is currently undergoing analysis. This report will be updated upon its completion.

Event description:
Boston scientific received information that this pacemaker could not be interrogated. Upon further review it was found the device was no longer providing pacing therapy and no effect was observed upon magnet application. A revision procedure was performed wherein the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was analyzed. A longevity calculation was performed, which confirmed the device had failed to meet longevity expectations. The device case was opened and the battery was replaced with an external power supply. Electrical measurements noted a high current condition. Further detailed analysis isolated the high current condition to a degraded low-voltage capacitor, causing the reported field observation.

Event description:
--